Manufacturer narrative:
(B)(4) 2015 a medtronic representative performed a navigation system check-out with blue head and was accurate with both pointmerge registration and tracer registration methods. All areas passed. System performed as intended. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 a medtronic representative performed another navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Unable to determine probable cause without further information since the behavior cannot be replicated. An archive of the tracer pattern was analyzed. It is suspected that sub-optimal tracer technique may have attributed to the inaccuracy.

Event description:
A medtronic representative reported that, while in a cranial procedure the surgeon alleged an inaccuracy following a pointmerge registration. The surgeon re-registered using tracer registration and deemed being 5 millimeters inaccurate. The surgeon opted to proceed with the surgery to remove a very superficial bone tumor, with the knowledge of the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.